Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event involved a chemoclave® bag spike where it was reported that the patient noticed and notified nurse that cyclophosphamide bag had drips but "not constant." Nurse donned personal protective equipement (ppe) gloves and gown. Nurse took bag off pole and had hand near spike and spike broke off and several drops got on the floor. Spill contained and spill kit obtained and drops wiped with spill rag and disposed of in bag and bag place in chemo bin. Notified pharmacy and notified evs. There was patient involvement and unknown patient harm.